Manufacturer narrative:
D10: concomitant devices are unknown the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately unknown months after a left total knee replacement procedure, a patient underwent a revision procedure to address polyethylene wear, aseptic loosening, and osteolysis. Revision surgery operative notes were provided. The patient was revised with competitor devices. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect clinical codes.